Event description:
Reporter alleged that on (B) (6) 2009, the patient received a discrepant blood glucose result of 391 mg/dl at 2:00 back to back with a result of 183 mg/dl at 2:03 on the inform system when testing was performed within 10 minutes. Reporter alleged that on (B) (6) 2009, the patient received a discrepant blood glucose result of 16 mg/dl at 2:03 back to back with a result of 140 mg/dl at 2:05 on the inform system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.